Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported on 08apr2026, that the mobile power unit (mpu) was returned to the service depot with a loose rubber housing around the black and white connectors on the patient cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient cable¿s rubber encasing being loose was confirmed via evaluation at the pleasanton service depot. The mobile power unit (mpu) (serial number: (B)(6)) was evaluated at the pleasanton service depot on 09apr2026 under work order #(B)(4). Visual inspection of the returned heartmate mpu confirmed the rubber encasing around the patient cable¿s white lemo connector was loose. The unit was functionally tested and found to perform as intended despite the observed loose rubber. The patient cable was replaced, and preventative maintenance was performed. The mpu was returned to the customer after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook, are currently available. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 IFU section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook, section 10 ¿safety checklists¿, and heartmate 3 IFU, section f ¿safety checklists¿, provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.